Event description:
Leaking. Replaced exhaust shaft & handle. Repair order 98624. Lm-900 n2o ce cryosurg sy 50501 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples. *analysis and findings: (B)(4). Distribution history: the complaint product was manufactured at csi on 02/14/2014 under work order (B)(4) and sold on (B)(6) 2014. Manufacturing record review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this product was returned on 05/09/2022 on repair number (B)(4). This product was returned for leaking, the unit was found acceptable. 2 of the tips were replaced and all parts were returned to the customer. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause is being attributed to normal wear and tear on the unit. *correction and/or corrective action : the complaint unit was repaired and returned to the customer. The exhaust shaft and handle were replaced. The unit was tested and found acceptable. No further training required at this time. *was the complaint confirmed? Yes . *preventative action activity coopersurgical will continue to trend this complaint condition.

Event description:
Leaking. Replaced exhaust shaft & handle. Repair order (B)(4). 1216677-2022-00196 lm-900 n2o ce cryosurg sy 50501 (B)(4).